Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("she had essure for contraception which has been migrating in the uterine area / displace essure"), device dislocation ("she had essure for contraception which has been migrating in the uterine area / displace essure"), infection ("frequent infections"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), anxiety ("anxiety"), depression ("depression"), migraine ("severe migraines") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpinqo-oophoreotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, menorrhagia, abdominal pain, abdominal distension, back pain, alopecia, anxiety, depression, migraine and abnormal weight gain had not resolved and the device expulsion and device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, infection, menorrhagia, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("she had essure for contraception which has been migrating in the uterine area / displace essure"), device dislocation ("she had essure for contraception which has been migrating in the uterine area / displace essure"), infection ("frequent infections"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), anxiety ("anxiety"), depression ("depression"), migraine ("severe migraines") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, menorrhagia, abdominal pain, abdominal distension, back pain, alopecia, anxiety, depression, migraine and abnormal weight gain had not resolved and the device expulsion and device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, infection, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- case became serious incident. Removal was added. New event of she had essure for contraception which has been migrating in the uterine area / displace essure added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.